Event description:
It was reported that during a post operation device check, it was noted that there was no ventricular pacing. The lead also exhibited high thresholds and loss of capture during the pacing threshold test. It was noted that the lead had dislodged. Heart tissue was observed between the helix and the lead tip which prevented the helix from extending or retracting. Also, the patient had twiddler's syndrome and a double loop of the lead was noticed in the pocket where originally there was only one. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix bent. There was dried tissue on helix, body fluid in the sleevehead and this is not a lead failure. It is likely that the helix bent prevents the helix from extending and retracting. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.